Manufacturer narrative:
(B)(4). Implant date - unknown date, 2015. Concomitant medical products: unknown peanut plate. Report source - report received via user facility report also submitted to the FDA. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent an initial bilateral proximal lateral tibial hemiepiphysiodesis using a guided growth plate. Subsequently, approximately two (2) years post-implantation, one of the screws from the plate was noticed to have fractured. Patient underwent a revision procedure to remove the plate, screw head, and part of the fractured screw. Part of the screw was unable to be removed from the bone. New hardware was then placed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.